Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Prior to device replacement due to normal elective replacement indicator (eri), diagnostic imaging was performed and externalized conductors were observed on the right ventricular (rv) lead. Following the procedure, decreased pacing impedance was observed on the rv lead. No additional intervention was performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.